Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was alarming error codes 12 and 10. They also stated that they had gone to the hospital for the patient to receive their feeding there because they were unable to get a replacement pump over the weekend. Mmd did follow up with the initial reporter, and they stated that patient had not experienced any adverse effects, that they did receive a replacement pump, and were discharged from the hospital after one day. No further information was provided. [Complaint: (B)(4)].